Event description:
The following was reported to davol: on (B)(6) 2014, during a ventral hernia repair, the surgeon opened the packaging of a ventralight st mesh and noticed the mesh was "off color". He hydrated it with normal saline and inserted it via trocar and began unrolling it. He reports that at that point the sepra film was "delaminating and was wiping off." There was no patient injury and the mesh was removed. As reported, there was no patient injury. However, as reported, had the mesh been implanted, the effectiveness of the mesh may have been compromised creating a potential for mesh adhesions to sensitive organs. As such we are reported this as a malfunction.

Manufacturer narrative:
Based on the available information, we are unable to verify the reported product problem. However, it has been reported that the device is being returned to davol for evaluation. When/if the device is returned and has been evaluated a supplemental MDR will be submitted.